Event description:
The customer reported device has dead pixel on user interface module on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Technician visually inspected the assembly, there was a visible scratch defect on screen. Installed the user interface module into avea test station and attempted to powered user interface module on to user mode, with software 4.9.0 installed, found defect of pixel display . Disassembled user interface module to thoroughly inspect internal printed circuit board's, cables, and connectors, measured bt1 voltage reading at 3.1 vdc, inverter output voltage measured 344/345 vac. The display, panel buttons, light emitting diode and encoder all functioned normally. The reported complaint was confirmed and duplicated on dead pixel. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.